Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that a piece of cotton placed between the skin and the wafer seemed to have help alleviate the issue. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Previous nonconformance (nc) is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed.no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.(B)(4).

Event description:
End-user reported red, itchy area with small raised bumps on skin between pouch and skin; however there is no irritation beneath the wafer as stated by end-user.

Manufacturer narrative:
Additional information was received on august 28, 2015. The product associated with lot# 2g01780 was manufactured according to specification. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. An investigation has been implemented that applies to this complaint. This complaint will remain open until the investigation has been completed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).